Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a foreign object in the nozzle. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable identity of the foreign material or the probable root cause of the foreign material that remained in the device could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.